Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the tips of the two (2) cranial screws sheared off during insertion and the other screws are deformed. Reportedly the surgery was delayed by 30 minutes to recover the broken tips. The surgeon reported the patient did not have bones harder than the normal. No further information was provided. This is 1 of 2 reports for the same event, complaint (B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
An evaluation was conducted and it states that the present screw was damaged probably according to an insertion by applying a high torsional load. A reason for the failure for the cranial screw plusdrive could be insertion of the screw in hard bone without pre-drilling or contact to any other metallic device, e.g. Another implant. The damage at the screw heads could be initiated from a not adapted screw driver, the instability between the screw and instrument may lead to difficulties to insert the implant. Placeholder.

Manufacturer narrative:
The microstructure of the screws material was examined in a cross section and was found to be according to the standards; there were no evident irregularities or signs of embrittlement. The screws were examined with a scanning electron microscope(sem). The assessment revealed very similar damage on all 4 screws. All threads were damaged, plastic deformation and fractured area on the thread could be documented. The tips were basically deformed and partially or completely broken. The present screws were damaged probably according to an insertion by applying a high torsional load. A reason for the failure for the cranial screw plusdrive could be insertion of the screw in hard bone without pre-drilling or contact to any other metallic device, e.g. Another implant. The damage at the screw heads cold be initiated from a not adapted screw driver, the instability between the screw and instrument may lead to difficulties to insert the implant.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the tips of the two (2) cranial screws sheared off during insertion and the other (2) screws are deformed. Reportedly the surgery was delayed by 30 minutes to recover the broken tips. The surgeon reported the patient did not have bones harder than the normal. No further information was provided. This report is on a broken screw. This is 1 of 4 reports for complaint (B)(4).